Manufacturer narrative:
Device is combination product.

Event description:
It was reported that the patient experienced chest pain and acute thrombosis, and that stent fracture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.0x35mm, concentric target lesion was located in the non-tortuous and severely calcified proximal to mid left anterior descending artery. The lesion involved a significant bend between 45 and 90 degrees. Following pre-dilation with a 2.0x9.0mm non-bsc balloon catheter, 60% residual stenosis was noted. A 3.00x38mm promus element drug-eluting stent was successfully implanted and post dilated with a 3.0x12mm non-compliant balloon catheter. A day after the procedure, the patient complained with severe chest pain and was observed with stent thrombosis. Optical coherence tomography also noted some stent fracture. A 3.0x20mm promus element stent was deployed covering the lesion. No further complications were reported and the patient's status was stable.